Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a burr detachment occurred. A 1.50 mm rotapro was selected for use. During the procedure, it was noted that the burr got separated. The lesion area was dilated with a balloon catheter, and the burr was retrieved inside the guiding catheter with a snare. No fragments remained inside the body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a burr detachment occurred. A 1.50 mm rotapro was selected for use. During the procedure, it was noted that the burr got separated. The lesion area was dilated with a balloon catheter, and the burr was retrieved inside the guiding catheter with a snare. No fragments remained inside the body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the coil was stretched and detached. No other issues were identified during the product analysis.